Event description:
I am allergic to chicken/poultry. I was given injections of synvase in my knees. I was diagnosed with serum sickness and as result of these injections. Diagnosis or reason for use: arthritis of both knees.